Event description:
The customer reported that the keys lose control. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a phillips field service engineer. The cause of the issue was localized to a failure of the bezel assembly. The bezel assembly was replaced to resolve the issue. The device passed all testing and was placed back into service.